Event description:
It was reported that during implantation of the second implant on the posterior meniscus, the trocar was fired through the meniscus and when surgeon pulled back on the trocar, the implant was pulled out of the meniscus along with the trocar. After the implant was pulled back through the meniscus, the surgeon opted to shave the posterior meniscus instead of repairing it. Procedure was a meniscus repair. The first implant remained behind.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. A possible cause of the complainant's event is that the trocar did not fully penetrate the meniscus. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.